Event description:
Full system explant performed today due to dehiscence at pocket site. Physician states there is no known infection but due to patients current heart failure and recent extreme weight loss, he removed the entire system without consideration of future replacement. Rep was contacted today by the physician who implanted <(>&<)> explanted the device. He called to let me know hcp has been recently hospitalized for heart failure and ipg has dehiscence at the pocket site. The physician went ahead and completely explanted the entire system due to patients current health conditions. The physician states there is no known infection. Products were discarded by physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 08-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.